Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately low compared to her continuous glucose monitoring system (cgms). The patient also alleged that the subject meter was reading inaccurately erratic when performing back to back blood glucose tests. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at about 9:45 a.m. On (B)(6) 2012. The patient reported managing her diabetes with insulin pump therapy and stated that she decreased and/or ceased her novolog insulin basal rate as directed. The patient claimed that within 2 hours she developed symptoms of 'shaky legs and like he was going to be sick' and so she tested her blood glucose with the subject meter and obtained back to back blood glucose results of '53, 75 and 90 mg/dl.' Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The told the cca that she felt the results obtained on the subject meter were low and so she tested on her dexcom (cgms) and obtained a blood glucose result of '124 mg/dl.' Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient told the cca that she treated herself with food and/or drink at the time the alleged issue began. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using the correct test strips. The patient did not have control solution to perform a control test during troubleshooting. The alleged issue was resolved with troubleshooting. However, replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the results obtained on the subject meter correlated with the reported action, sy...

Manufacturer narrative:
(B)(4) 2012 device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.